Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿rupture¿, ¿sudden swelling¿, and ¿drained a lot of water, seroma¿ the device remains implanted. The side is unknown.